Manufacturer narrative:
Additional information: the associated complaint device was not returned. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. An investigation performed by our clinical medical team noted that no clinical supporting documents were provided therefore, a medical assessment could not be performed. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time.

Manufacturer narrative:
(B)(4). Customer indicated that there is no product/device to be returned for investigation analysis.

Event description:
It was reported that the patient had a revision surgery due to pain and bone loss in the left hip.